Event description:
This elderly gentleman with a longstanding history of permanent atrial fibrillation was complaining of fatigue with bradycardia without any av blocking agents. A medtronic micra pacemaker device (mc1vr01) was inserted. However, the physician was unable to get the device to set properly. The surgeon felt the device was defective and therefore removed the device at that time. Documentation by the physician reflects that "the right ventricular volume was very low and there was not good septal position. The micra needed to be retrieved because of the high thresholds." A second new medtronic micra pacemaker was delivered to the right ventricle septum. Parameters now demonstrated a sensing of 6 millivolts, pacing lead impedance of 530 ohms pacing threshold to be 1.7 volts at 0.4 milliseconds.